Event description:
It was reported that during a da Vinci-assisted radical prostatectomy with lymphadenectomy procedure, the Curved Bipolar Dissector instrument exhibited tissue sticking between the jaws. Tissue was described as constantly sticking together between the jaws and then tearing off when the jaws were opened, which caused bleeding. Fatty tissue and small blood vessels subsequently bled more. The following information is unknown: the estimated blood loss associated with the bleeding and what surgical intervention (if any) was rendered due to the complication. The instrument was replaced with a new Curved Bipolar Dissector instrument, after which the issue no longer occurred. The procedure was completed with a delay off less than 15 minutes. No fragment was reported to have fallen into the patient. There was no report of any postoperative complications.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) did not receive a da Vinci product to perform failure analysis. NOTE: This report was impacted by the eMDR scheduled maintenance occurring July 22, 2026 ¿ July 27, 2026.